Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, peripheric artery disease, chronic obstructive pulmonary disease, and prior myocardial infarction, stroke, coronary artery bypass graft, percutaneous coronary intervention, pacemaker, and surgical aortic valve replacement. Complications reported included perivalvular leak, stroke, myocardial infarction, vascular dissection, renal failure, heart block, bleeding, atrial fibrillation, surgical intervention (permanent pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: clinical impact of myocardium at risk in transcatheter aortic valve implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical impact of myocardium at risk in transcatheter aortic valve implantation", was reviewed. This research study is a retrospective multicenter experience to evaluate the clinical impact of the residual extent of myocardium at risk due to coronary artery disease. The devices included in the study were sapien 3/3 ultra, sapien xt, evolut r/pro/pro+, corevalve, portico, lotus, accurate neo/neo 2, allegra, and other unidentified devices. The article concluded that the management of concomitant cad leading to small residual jeopardized myocardium improved prognosis in patients with tavi by reducing the incidence of mi at 2-year follow-up. [The primary and corresponding author was francesco burzotta, fondazione policlinico universitario a. Gemelli irccs, università cattolica del sacro cuore, l.go a. Gemelli 1, 00168 rome, italy, with corresponding e-mail francesco.burzotta@unicatt.it.]. This study included patients who underwent transcatheter aortic valve implantation (tavi) from 01 january 2015 to 30 september 2021. A total of 588 patients were included in the study, of which 6% (35) received an abbott device. The median age was 83 years. The majority gender was male. Comorbidities included hypertension, diabetes, peripheric artery disease, chronic obstructive pulmonary disease, and prior myocardial infarction, stroke, coronary artery bypass graft, percutaneous coronary intervention, pacemaker, and surgical aortic valve replacement.